Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extended and retracted within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead, the lead's helix electrode remained undeployed after a number of turns were made. The lead was examined outside the patient's body, and it was found that the helix deployed only after twenty-five turns were made. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.